Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 12/2023. The cause of the AED not powering on was related to a lack of maintenance of the AED. Troubleshooting of the AED with the customer identified that once the new battery was install and a manual self test run the AED was functioning as designed and could stay in service. As a follow-up with the customer, the proper maintenance of this device was reviewed.